Event description:
An MRI technologist was moving a pt on the pt transport table when the transport table veered into the wall fracturing the technologist's finger on a door jam. The pt transport has 4 wheels on casters. One of these casters is lockable to provide straight line control when moving pts. The technologist did not have this caster locked while moving the pt. This info is in the operator's manual.